Manufacturer narrative:
The hospital biomed tested the rapid infuser and was unable to confirm the complaint of a burning odor. The unit was subsequently returned to belmont for investigation and we were also unable to confirm the complaint. There was no evidence of heat damage; the unit performed according to our specifications upon receipt. We were unable to investigate the disposable set as it was not returned for evaluation. We have reached out to the hospital several times for additional information and have not received a response. Without further information, it is difficult to determine whether this device was the cause of the burning odor. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that a burning odor was noted within a few minutes of use during a procedure. The unit did not exhibit an audible alarm nor display an alarm message. The patient was unharmed and another rapid infuser was used to finish the case.